Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (b)(6 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a loss of therapy. The patient's low back started hurting the night prior to the report and the day of the report, her back has gone out. She was in a lot of pain and couldn't walk the morning of the report. The patient programmer showed that the stimulation was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.